Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported having a blood glucose (bg) of 131 mg/dl at 8:00 pm on (B)(6) 2014. She went to bed and woke up in the emergency room. She reported that her daughter came home at 2:30 pm on (B)(6) 2014 and found her unresponsive, so an ambulance was called to take the customer to the emergency room. She doesn't recall her initial treatment, but she does recall being given a glucose injection. Her bg at the emergency room was 39 mg/dl. The customer was released from the emergency room when her bgs were stabilized. She stressed multiple times that her blood glucose levels drop when she is under stress and that she has been stressed for several months. She did not believe there was any issue with the product. The pod was discarded at the emergency room.